Event description:
Healthcare professional also reported "any creases associated with hole", "hole in radius (edge)" and "particles in valve". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., h.6.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 29/apr/2009. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, and deflation.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Additionally, healthcare professional reported deflation. Device remains implanted.